Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Photo evaluation: one photo was provided. The picture shows the jaws of the device in the closed position with a gold reload loaded on it. There is an object highlighted, however, due to the quality of the picture provided, it could not be determined if it is plastic or metal. Based on the photo alone, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy after the last firing of the stapler with gold reload, no buttressing material, the doctor noticed a piece of a staple cartridge sticking through the rear of the stapler, near the articulating joint. The staple lines were fine. No additional devices were needed to complete the procedure. There were no patient consequences reported.